Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1688t, st jude lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had migrated and was uncomfortable for the patient. A pocket revision was performed. Subsequently, there was a possible infection due to erosion of the competitor right ventricular (rv) lead through the skin. The pocket was revised again and cultures of the tissue were taken. The implantable cardioverter defibrillator (ICD) system remains in use. No further patient complications have been reported as a result of this event.